Manufacturer narrative:
The manufacturer previously reported a ventilator failed a test step during testing and the device's sensor board was replaced to address the issue. The sensor board was not replaced to address the issue. The device's software was re-loaded and the device was recalibrated to address the issues.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported a ventilator failed a test step during testing and the device's sensor board was replaced to address the issue. The sensor board was not replaced to address the issue. The device's software was re-loaded and the device was recalibrated to address the issues. During the evaluation, the 43 micron filter, pollen filter, internal tubing, removable air path foam and air inlet assembly were replaced due to dirt contamination.

Event description:
A ventilator was returned to the manufacturer for service. There was no patient harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's sensor board was replaced to address the issue.